Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA(B)(4). On (B)(6) 2017, a field service engineer (fse) was dispatched to the customer's facility to address the reported event. The fse found that the cup transfer and outer incubator were misaligned. The engineer adjusted the incubator to line up with the cup transfer and then ran 10 cup transfer tests without error. Later that afternoon, the customer contacted technical support again to report receiving the same error. The fse returned to the site. He noted the incubator to be out of alignment and bent claws on the test pick up assembly. The fse replaced the test cup assay and tightened the incubator belt. He ran the cup transfer test again along with patient b12 and vitamin d samples with no further errors. All errors cleared and the aia-900 instrument is operational. No further action is required by field service. The most probable cause for error 4153 c.trans-z home overrun was the incubator adjustment was off, a loose belt, and a bent claw on test pick up assay.

Event description:
On (B)(6) 2017, a customer reported error 4153 c.trans-z home overrun on the aia-900 instrument. Technical support advised the customer to remove the center cover to look for dropped cups. There were no dropped cups. The customer then removed and cleaned the sample probe. The error persisted. The customer is unable to run patient samples on follicle stimulation hormone (fsh) and pth kidney marker. On (B)(6) 2017, a field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient results for fsh and pth. There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.